Event description:
Straight shots. Initially reported in 2005 as a broken tip. Determined to be MDR reportable as straight shots about two weeks later on 08/08/2005. Received about seven months earlier 01/04/2005.